Manufacturer narrative:
As of today, the explanted product has not been returned for analysis. If the product is returned or if additional information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a lead fracture of the conductor coils was confirmed. The fracture was located 32.7 to 33.8 cm from the terminal pin. The location of the fracture was near the distal end of the suture sleeve and the wires displayed evidence of fatigue and overload. An x-ray and analysis testing confirmed the clinical observation.

Event description:
Boston scientific received information that this left ventricular lead broke when the patient fell into their lawnmower handle. The lead was explanted and replaced. There was no report of adverse patient effects due to the explant procedure.

Event description:
This left ventricular lead was returned and analyzed.